Event description:
Related manufacturer reference number: 2017865-2022-10419. Related manufacturer reference number: 2017865-2022-10421. Related manufacturer reference number: 2017865-2022-10428. It was reported that the patient presented in clinic with an infection. On (B)(6) 2021, the physician explanted the left ventricular (lv), right ventricular (rv) lead, atrial (ra) lead and pacemaker. The patient condition was stable.

Manufacturer narrative:
Correction: lead is not returning. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined. The reported event will continue to be monitored and trended.